Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available to be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Device not returned.

Event description:
The affiliate reported via email the dr notified (B)(6) rep that "he had, had an issue with said anchor, where the suture and anchor meet, the suture had snapped. Surgeon could not tell (B)(6) rep when, where and on which patient this had happened on". Action taken: another anchor was used. 5 minute delay to procedure. The hospital have reported no product failures. Additional information received via email from the affiliate on (B)(6) 2017: the issue was detected during use on patient. Type of procedure is unknown. It is unknown if the surgeon used the original bone hole to complete the procedure the implanted anchor was removed and discarded. Alternatives were readily available was only a 5 minute delay to procedure. Patient outcome as expected.